Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during unpacking for the procedure, the facility noticed that the tip was found to have detached from the basket. No damage was noted to the package. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during unpacking for the procedure, the facility noticed that the tip was found to have detached from the basket. No damage was noted to the package. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found residue on the device indicating use. Additionally, the basket tip was detached and not returned for evaluation, however, the basket wires showed evidence of tip attachment. There was no evidence of device receiving any forces that would cause areas of stress and /or kinking. The condition of the returned incident device was consistent with the complaint; tip detached. The device is designed so that the basket tip detaches if the stone cannot be crushed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).